Event description:
It was reported patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. During procedure, the ICD had inappropriately gone into backup mode with an audible noise. The ICD was not implanted, and another was implanted instead on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported field event of backup mode was confirmed. Analysis of device image found the device went into backup mode due to parity error. The device was not received in backup mode. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.